Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation; reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this issue was due to running the device in the load position or pushing on the disconnect while the device was running. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during routine/maintenance testing, it was observed that the knurled knob on the motor device would not secure. During an in-house engineering evaluation, it was observed that the device would not secure the cutter, ran in the load position (powerbroken) and had component damage. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly